Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "isolated acetabular revision hip arthroplasty with the use of uncemented cup" written by yee-suk kim, md, young-ho kim, md, kyu-tae hwang, md, and il-yong choi, md published by the journal of arthroplasty vol. 24 no. 8 2009 accepted by publisher 26 may 2009 was reviewed. The article's purpose is to evaluate the clinical and radiological results of isolated acetabular revision without removing the well-fixed femoral component. Data was comprised from 43 patients with ave age of 53 years who received acetabular revisions between october 1991 to september 2002 with average follow up 76 months. All monoblock (20) were depuy trilock stems. All acetabular components were non-depuy and the remaining femoral components were non-depuy. Adverse events associated with depuy products: pain, re-revisions due to aseptic loosening of acetabular components with massive osteolysis (5 hips and all 5 had trilock stems present) attributed to excessive poly wear, high wear rate in monoblock group, 2 dislocations treated with closed reduction and bracing for 3 months, monoblocks that were explanted due to infection during revision surgery, leg length inequality of more than 2 cm and 1 dvt treated with anticoagulants the article does not provide adequate information to determine accurate quantities. Additionally, a radiographic image reveals patient identifiers with a depuy trilock stem and is captured in a linked complaint.